Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Evaluation of the returned device confirmed a detached nose cone. The separated nose cone did not show any necking or elongation on the plunger tip tube shaft. There were tiny gouge marks on the catheter tabs, associated with wear from the frame loops. This may be an indication that the user experienced difficulty in detaching the valve frame from the dcs tabs, and may have pulled on the dcs to detach the frame, creating the tiny gouge marks on the dcs tabs. This may have also resulted in the separated nose cone, as the nose cone was reported to have been maintained on the guidewire. A definitive cause for the separated nose cone was unable to be determined as no angiography was returned for review of the case.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received in a semi-secured die-cut card. The distal tip of the plunger was not attached to the plunger tube. The distal tip of the plunger was received with the catheter. The handle appeared intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Several small kinks or telescoping were observed along the capsule between the proximal and distal ends. Tiny stress fractures were observed along the radiopaque marker band on the tip of the capsule. A small kink was observed on the radiopaque marker band. The head of the plunger appeared to have been detached from the plunger tube. The tip of the plunger tube does not show necking or elongation. Tiny gouge marks on the catheter tabs appeared to be associated with wear from the valve frame loops.

Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) nose cone separated from the rest of the device, but remained on the guidewire. A snare was used to ensure the nosecone remained the guidewire as the dcs and nosecone were withdrawn into the introducer sheath. The sheath and nosecone were then removed from the patient. No subsequent adverse patient effects were reported. It was reported that there was no unusual force noted that would have separated the nosecone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.